Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo which had a cracked/broken hemostatic valve. It was initially reported by the customer that the hemostatic valve of the vizigo was damaged. The issue occurred when replacing the catheter. The issue was resolved by replacing the sheath. There was no patient consequence. The customer's reported hemostatic valve damage is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 30-mar-2026, additional information was received clarifying that the hemostatic valve was cracked/broken and dislodged inside the hub; not outside the hub. The sheath was being used on the patient at the time of incident but no air entered the patient¿s body and no blood return was observed. Based on the new information, the hemostatic valve break was assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. Visual inspection and microscopic magnification analysis were performed, according to appropriate procedures. Visual analysis revealed that the hemostatic valve was dislodged from the brim cap. Further analysis under image magnification showed stress marks on the valve. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported was confirmed. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).